Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. The surgeon said that the clips were not advancing properly. The case was completed with a new er320. There was no pt consequence.